Event description:
Medtronic received a report that the distal opening from the distal to the middle region was well compressed. The proximal portion opened well and accommodated in the vessel. Several maneuvers were performed to try and open the pipeline without success. The pipeline was not used for an off-label use. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured right carotid artery aneurysm with a 3mm neck diameter. The landing zone artery size measurements was 4.6mm distally and 4mm proximally. It was noted the patient's vessel tortuosity was moderate.   Ancillary devices include a 8f sheath and a phenom27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis (B)(4). Equipment used: video inspection system (m-78210), ruler (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within an opened pipeline flex shield and phenom 27 outer carton. The pipeline flex shield pusher was returned within the phenome27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. No bend was observed on the pushwire. No bent or kink was found pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of pipeline flex shield braid were found opened and frayed. In addition, the middle of the pipeline flex shield braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from catheter lumen without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at middle section as the middle section of pipeline flex shield appeared to be opened and no damage. The distal and proximal ends of pipeline flex shield were found damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.